Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the ECG a and b cable was cut. The cause of the test failure was the cut cable. The root cause of the cut cable cannot be positively identified. No adverse event resulted from the damaged belt.

Event description:
A united states distributor contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.